Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was crosstalk oversensing noted on the device as the device sensed the atrial p-wave amplitude in the ventricular channed. The device was reprogrammed to resolve the event and the patient was in stable condition.